Event description:
During preliminary manufacturing testing, the device underdelivered. The device delivered 14.9ml from a expected delivery of 20ml. There were no reports of any adverse patient events while the device was in clinical use. The customer reported there was no patient involvement.